Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: unable to duplicate with customer return kit source: phone.

Event description:
Customer reporting discordant flu result. Customer states the patient was flu b positive on monday and after devolping further symptoms was retested on tuesday with a result of flu a.. No confirmation testing was performed.